Manufacturer narrative:
Date of birth: the patient¿s date of birth was provided as (B)(6). Unique identifier (UDI): (B)(4). The field service engineer (fse) checked and inspected multiple parts of the instrument and did not identify any issues. Instrument performance testing was acceptable. Based on the calibration data provided, the customer did not have good lot calibration signals. Qc was acceptable. The alarm trace data provided does not cover the date of the event. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for one (1) patient sample tested for elecsys troponin t gen 5 stat (troponin t stat) on a cobas 6000 e 601 module. The initial result was 174.2 ng/l. This result was reported outside of the laboratory. Another sample from the patient was obtained two (2) hours later and the result was 6.00 ng/l with a data flag. This result was reported outside of the laboratory where the doctor requested the original sample be repeated. The original sample was repeated with a result of 6.00 ng/l with a data flag. This result was believed to be correct. The troponin t stat reagent lot number was 459546 with an expiration date of 31-jul-2021.